Event description:
Information was received from a healthcare professional for a clinical study reported decreased efficacy on (B)(6) 2013; the patient was not feeling stimulation and symptoms were not as good as they were before. The patient was doing well but the device was not "appropriately stimulating." It was noted that the event was due to programming; the device was reprogrammed on (B)(6) 2013. Last programming was (B)(6) 2012. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the stimulation issues was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: due to imdrf harmonization, device, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was updated to be ongoing. On 2018-(B)(6), the patient had been doing worse and had increased accidents and dysuria. They did not have utis at this time. On 2014-(B)(6), it was noted that there was no change in symptoms since the adjustment. The adjustment was noted to be a reprogramming to program 1 at 2.2, where the patient felt the tapping vaginally. It was reprogrammed again on 2014-(B)(6) from 0+ 1-, 2- 2.5 amps to case +, 2-, 3- at 0.8 amps. On 2014-(B)(6), it was reprogrammed to 0.4, but the sensation was only in the buttock. It was again adjusted on 2014-(B)(6) from 0 positive, 1 and 2 negative 0.8 amps to 0 negative, 2 positive at 2.0 amps. On 2018-(B)(6), it was reported that this issue was not due to programming and it was unresolved at the time of study exit. No further complications were reported or anticipated.